Event description:
There was a reported hemorrhage in this pt in the talon registry. Reporter and dr. Were contacted to ask if they knew if the device caused the hemorrhage. Reporter answered and left a voice mail that there was no hemorrhage, just a dissection with stent. There was no response if the dissection was device related. Reporter was emailed 2 add'l times for clarification if the dissection was device related. There was no add'l response.

Manufacturer narrative:
Device not returned to MFR for eval. Suspected problem identified in results and conclusions.